Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Upon troubleshooting fse found the cause of the issue was a defective flexvision pc. The fse replaced the flexvision pc and performed relevant software and configurations. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not startup. The system was not in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.